Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead was difficult to position and the implanter noticed a significant bend towards the tip of the lead along with partial unraveling of the distal end of the coil. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal conductor was extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead passed the introducer test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.